Manufacturer narrative:
Suspect products were returned and evaluated. Meter appeared to be in good physical condition and all functions worked properly. All test results fell in range and no failures were detected. Per stored memory, pdc and medic tests may have been 1.5 hours apart. No information provided on if patient took insulin after getting a "normal" reading. If insulin was given, this may have attributed to adverse event.

Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred on (B)(6) 2012 at 10:00 pm. Caller said patient received a normal reading of 137mg/dl but had symptoms of low blood sugar. Symptoms include dizziness, rapid heartbeat, feeling of passing out, and not making sense. Caller drove patient to the emergency room where their meter read 67mg/dl. Reported time between two readings was 1 hour. Patient was administered an IV and given "something in IV" to raise glucose levels; most likely glucose drip. Time in hospital was 2.5 hours, with a discharge reading of 123mg/dl. Pdc sent replacements with prepaid envelope and requested return of suspect product(s). (B)(6). Date does not seem to be correct.